Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 399 mg/dl. Customer stated that there was a blank display on the insulin pump. Customer stated that there seems to be a small chip on the reservoir compartment opening. Customer also stated that she ears the pump in her bra and was in a very active area where she was hiking, running, and biking. Troubleshooting was performed and customer stated that the display did return after changing the battery. Customer was assisted in performing a self-test. Customer received a button error alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. Customer does not agree in returning the pump for analysis. No additional information provided.